Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating a replacement procedure was scheduled. Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.